Manufacturer narrative:
Citation: wilkins b et al. Percutaneous transaxillary versus surgically-assisted transsubclavian tavr: a single center experience. Structural heart. 2021; 5(1): 79-84. Doi: 10.1080/24748706.2020.1849882. Accepted author version posted online: 12 nov 2020. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and efficacy of percutaneous transaxillary transcatheter aortic valve replacement (tavr) compared to surgically assisted transsubclavian tavr. All data was collected from a single center registry between january 2014 and september 2020. The study population included 64 patients and was predominantly male with a mean age of 80 years. Of those, 22 patients were implanted with medtronic corevalve or evolut r transcatheter valves. No unique device identifier numbers were provided. Among all patients, adverse events included: second transcatheter valve implanted; permanent pacemaker implantation for complete heart block or an unspecified conduction disturbance; stroke or non-disabling stroke; valve dysfunction identified as moderate to severe aortic regurgitation; subclavian artery dissection involving left internal mammary artery (lima) bypass graft necessitating stenting of the subclavian artery and ostial lima; major access site bleeding necessitating emergent stenting of the subclavian artery; and permanent access site-related nerve injury. In addition, rehospitalization occurred for the following adverse events: access site hematoma (treated conservatively); fever and increased infection parameters requiring antibiotic therapy; and pain linked with suspected neurologic dysfunction of the left upper limb. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.